Event description:
It was reported that the patient presented to an outside hospital with gastrointestinal bleeding from (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further reported that the patient was evaluated by gastrointestinal healthcare professionals; they were diagnosed by labs only. No plan for intervention was given since hemoglobin became stable by improving to 9.1 after transfusion with 2 units of product red blood cells (prbc) on (B)(6) 2025. Thalidomide was given to continue at home on discharge. The bleeding resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.